Manufacturer narrative:
One simplicity radiofrequency electrode was received for evaluation. Analysis revealed the adhesive that covers the electrodes was fractured and detached from electrode 1. A review of the device history record (DHR) could not be completed as the lot number was not provided. The root cause of the fractured adhesive is consistent with damage during use.

Event description:
This report is being submitted due to a fracture noted during analysis.